Event description:
The user facility reported a leak from the bottom of the washer, which resulted in a puddle approximately 6 feet from the unit. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the equipment, and found a leak in the 2 inch hose. The hose was replaced, and the unit is currently operating within specification. The unit is under steris service contract and was last serviced on (B)(4) 2012, when no leaks were noted.